Event description:
Dealer is stating the chair will not change drive, it is stuck in drive 3. Dealer did not have a programmer could not see if there is any faults. Dealer needs to call back with programmer. Per tech it could also be loose set screws by the on/off might be loose too. No other information provided, dealer hung up.